Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery was received completely discharged. It was reported to philips that the battery was received completely discharged.

Event description:
It was reported to philips by (B)(4) (distributor) that upon delivery from philips, the battery was received completely discharged and didn't work at all. This was an out-of-box failure and noted before the battery was put into clinical use. There was no patient involvement.